Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bleeding skin irritation under the lifevest equipment. The patient reported that the garment and electrodes rubbed the skin raw which created an open skin irritation. It was also reported that the patient was taking blood thinners and the lifevest exacerbated the patient's pre-existing skin condition (cysts/tumors). There was no alleged device malfunction contributing to the irritation. The patient's nurse applied medihoney to the skin irritation due to the irritation looking like it was becoming infected. Follow up indicated that the patient's skin irritation scabbed over and showed improvements.